Manufacturer narrative:
Investigation into this event showed that the event was related to the instrument performance. The field engineer replaced the sample metering pump, and post service, the instrument was returned to expected operation. The root cause of the event is instrument related.

Event description:
A customer observed a false negative anti-hbc igm control fluid result on the vitros eciq analyzer. Biased patient sample results did not occur. However, if biased results of the magnitude and direction were observed on patient samples, it could lead to inappropriate physician action. There was no report of patient harm as a result of this event.this report corresponds to ortho clinical diagnostics inc. (B)(4).